Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked and bleeding lcd glass, and minor scratches on display window noted.

Event description:
Customer reported via phone call of falling on top of insulin pump causing damage to display screen. Customer's blood gluose was 275 mg/dl. Customer was advised that insulin pump would be replaced.